Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the bearing was failing was confirmed. A visual and functional assessment was performed on the device which determined that the device failed cutter insertion test due to worn out bearings. It was further determined that the neuro-tip leg and neuro-tip foot had been drilled into. It was determined that the drilled neuro-tip leg was due to excessive lateral force placed on the device causing the drill to flex and come into contact with the neuro-tip leg. This damage was classified as user error. It was determined that the cause of the drilled craniotome foot was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro tip. The assignable root cause was determined to be due to normal wear and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings were damaged, ball bearings fell apart, balls were missing, cage did not exist and crane handle was damaged on the crantiotome device. It was noted in the service order that the bearings was failing on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.